Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device was returned to allergan for analysis and visual analysis noted crease fold and wear abrasion. A leak test was performed and leakage was observed. A fill inspection test was performed and identified no blockage of the valve. Under microscopic analysis, a smooth opening on the posterior side was observed. Based on the device analysis the final assessment is: a smooth crease opening assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health professional reported right side deflation. The device has been explanted.